Manufacturer narrative:
A manufacturing evaluation was conducted and the report indicates the device exhibited minor marks from implantation and surgery. There is no indication that the part was handled outside the approved manufacturing process that would cause additional contamination risk. (B)(4).

Event description:
Patient presented with a grade ii open right tibia fracture was implanted with im tibial nail construct on (B)(6) 2012. The fracture showed some signs of healing but the skin wound would not heal. Patient was returned to the or on (B)(6) 2013 for revision surgery. The surgeon removed the right im tibia nail and screws due to possible infection. The surgeon performed an irrigation and debridement to the site and the patient was revised to a smaller tibial nail construct and coated with antibiotic cement. The procedure was completed. Reportedly there was no broken hardware. This is 1 of 6 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of synthes device history records for manufacturing revealed no complaint related issues.